Event description:
It was reported that during a screening procedure, the unit allegedly continued to x-ray after exposure was terminated. Tech quickly turned power off to the unit to terminate exposure. Unit was then repowered and tech continued with procedure.